Event description:
A sprinter balloon was inserted into a patient for the treatment of an 85% stenotic proximal right coronary artery lesion. The vessel was non-tortuous with little calcification. The physician advanced the balloon into the rca and inflated the balloon which inflated very slowly to 12atm. The physician then was unable to deflate the balloon. The inflated balloon was then pulled back into the guide catheter where the physician overinflated the balloon until it burst. The balloon catheter was successfully removed from the patient. No clinical sequelae were reported and the patient is reported to be fine.

Manufacturer narrative:
Evaluation: (lack of information-device not returned for evaluation).